Manufacturer narrative:
Complaints of this nature are being investigated.

Event description:
The surgeon implanted a aq2003v 3 piece silicone lens. The lens tore upon insertion into the eye. The lens was removed. No pt injury. The iol injector and iol injection cartridge , model and lot numbers unk.